Manufacturer narrative:
The investigation for the low pump flow, positioning issue, and the limb ischemia has been completed. No product was returned for evaluation. Data logs were reviewed and at time of low pump flow, both pump flow and motor current loose pulsatility with a simultaneous "impella in aorta" alarm being triggered. Additionally, a speed deviation is observed at that time. Clinical details noted that pump position was checked at time of alarm and pump was found to be in the aorta. The root cause of the low pump flow was due to improper positioning of the pump. The cause of the positioning issue was not determined since insufficient clinical details were provided. The root cause of the limb ischemia could not be determined without additional clinical details.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported the patient was on impella cp support, and, after the implant, pedal pulses were not doppler-able. Vascular showed reduced flow in the right lower extremity and no tibial flow to peripheral vascular disease. Additionally, there was suction noted on the impella. P level dropped to p2 and a few minutes later there was an impella in aorta alarm. The physician attempted to advance the pump but was unable to do so. The pump was explanted, and the patient survived the event.